Event description:
It was reported the single use ligating device hook of the ligating device was stuck inside the channel, it could not be pulled out. The issue occurred during a therapeutic tumor resection. There were no reports of patient harm.

Manufacturer narrative:
E1 to be continued: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.